Manufacturer narrative:
The MFR, model and serial number were not provided. This event was relayed during a discussion about the sm204 m-series w/big wheel. Should further details be obtained related to this event, a f/u report will be submitted.

Event description:
It was reported that a stretcher flipped over while a pt was attempting to exit the unit and that the pt died. The pt was trying to exit over the raised siderails at the footend of the stretcher. It was reported that the pt weighed (B)(6) and was not behaving predictably at the time of the incident. It is not certain that the event occurred with a stryker product. It is not known if the death was a result of this event.